Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy procedure, immediately after placement, gas was leaking from the 5mm port. This continued throughout the case whenever instruments were moved and whenever the port was moved. There were no adverse affects to the patient and the surgeon continued to use the trocar throughout the case, however the leaking was an annoyance and inconvenience to the surgeon.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.